Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter broke while inside the patient; leaving a piece of plastic and the inflated balloon within the patient. The balloon was deflated, and the plastic and the balloon were easily removed. The catheter was replaced.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter broke while inside the patient; leaving a piece of plastic and the inflated balloon within the patient. The balloon was deflated, and the plastic and the balloon were easily removed. The catheter was replaced. Additional information was received via email from the complainant on (B)(6) 2018. The balloon was deflated with a 24g needle.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter broke while inside the patient; leaving a piece of plastic and the inflated balloon within the patient. The balloon was deflated, and the plastic and the balloon were easily removed. The catheter was replaced. Additional information was received via email from the complainant on (B)(6) 2018. The balloon was deflated with a 24g needle.